Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301948 lot 1901183 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of a blockage during manufacturing in the primary packaging machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It has been reported that one bd¿ syringe with needle has been found deformed before use. The following has been provided by the initial reporter: the tip of barrel missing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe with needle has been found deformed before use. The following has been provided by the initial reporter: the tip of barrel missing.